Event description:
Smart drive mx with dial the first issue was in (B)(6) 2024 when a colleague had to stop my chair and catch me to keep me from running over other people at a conference. Then it turned on while I was in an elevator and tried to run me into the door while in the off position. Then it wouldn't turn on when or stopped while in sure at random times requiring others to help push me. I notified perimoble that my 2-week-old device was malfunctioning, and they sent me a replacement dial. I had similar issue with the second dial where it stopped working after a few weeks. Then they sent me a 3rd dial and it actually turned on (in the off position) and ran me into the glass door flipping my chair forward and the smart drive flipped underneath my chair while entering the university hospital emergency room (B)(6) 2024 (I think) to be with a family member. Security asked if I was ok and I was but it broke my main smart drive that I have been without since. I notified perimoble that I thought maybe it was a smart drive issue not a dial because it happened so many times and the offered to send a 3rd replacement dial and then they recommended I notify my service provider to repair/eval my smart drive device. I did not put on another dial and have not been able to use my drive since. No serious injuries have occurred, but I have flipped my chair multiple times due to these issues and had minor injuries due to exasperation of my condition. Report #mw5165331, #mw5165332.